Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level. The customer's blood glucose value at the time of incident was 30 mg/dl and treated it with food. The customer took emergency shot to bring blood glucose level up. The customer drank milk and ate candy to raise blood glucose level up to 41 mg/dl and half hour later it went up to 71 mg/dl. The customer blood glucose value ranged from 30 mg/dl to 237 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer reported that auto mode feature was active and auto mode was not automatically delivering insulin at the time of low blood glucose event. The customer broke their wrist and had hand surgery. Insulin delivery was not suspended due to sensor glucose verses blood glucose difference. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.